Event description:
It was reported that pump experienced malfunction with code 16, and no notable events occurred before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer was included in field correction, received assistance from technical support to reset pump using provided instructions, and did not experience repeat malfunction after reset; customer was advised to continue using pump and to call back if malfunction occurred again, and acknowledged these instructions.